Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) mid-procedure they had a fenestrated bipolar instrument break along the axis of the jaws rendering the instrument unusable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service to create RMA for reported instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .